Manufacturer narrative:
H3, h6: the probe, lot number: 191107, was returned to the manufacturer for analysis. The tip of the returned probe was slightly bent. With markers attached and fully seated, the probe had normal tracking, but the divot error was high due to the bent tip and would not verify. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the tip of the cervical probe was found to be deformed, which was considered to be due to use. The operation was completed using another instrument. There was no delay and no impact on patient outcome. Additional information was received. It was reported that there were two probes.